Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, two atrial leads could not be fixed. The physician tried several times to reposition the leads but still failed. A third lead was used to complete the procedure. Patient was stable.

Event description:
New information received stated that the leads could not be fixed due to a patient anatomy issue.

Manufacturer narrative:
Analysis was normal. No anomalies were found.